Manufacturer narrative:
Initial 1 of 2.name: medtronic minimed.street:18000 devonshire street.city: northridge.state: ca.code: 91325.patient city: (B)(6).patient country: canada.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set leakage issues event on (B)(6) 2026. The leakage was at the site, and the infusion set was in use for two days.